Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure event observed during analysis. Final analysis found that a partial lead was returned in three pieces. An insulation abrasion was found at distal to the connector boot breaching the outer insulation exposing the outer coil. Abrasions are consistent with constant friction with another implantable device. UDI (di): (B)(4).

Event description:
This report is to advise of an event observed during analysis.